Event description:
The surgeon had performed a left tibial inlay partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) the pt did well post-operatively. Approx one year after the original procedure, mako was informed that the pt had been experiencing tibial pain and subsequently received a mako tibial onlay revision on (B)(6) 2011.

Manufacturer narrative:
As part of normal complaint follow-up, an eval was performed by mako surgical. Pre-revision x-rays indicated osteolysis at the anterior base of the inlay tibial component. Osteolysis that appears at the base of an inlay component is indicative of implant wear, which can subsequently lead to joint pain caused by wear particulate. No data for the activity level of the pt during the 12-month prior following the original procedure was obtained. There is no evidence to suggest the rio system contributed to the event as well.